Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to the instrument was found to have one 1 bent grip causing them to be misaligned. The offset at the tips was 0.065. The grips were not found to be cracked. The complaint regarding the instrument was broken and not clipping hem-o-lok clips was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure where the clip was not closing. No harm to the patient. Not sure if instrument was inspected prior to use. The instrument is being returned to isi for analysis.